Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, product ID: neu_ins_stimulator, product ID: neu_unknown. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3a. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Citation: schnurman z, fazl a, feigin as, mogilner ay, pourfar m. Rescue lead implantation after deep brain stimulation for parkinson¿s disease: a single-center experience and case series. Oper neurosurg. 2024;27(3):295-302. Doi:10.1227/ons.0000000000001142. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding rescue lead implantation after deep brain stimulation for parkinson¿s disease: a single-center experience and case series. The following medtronic devices were used: medtronic 3387 or 3389 leads among patients adverse events / device product performance issues included: 1. 7 patients were managed with a rescue lead. 4 patients continued to have troublesome dyskinesias and required rescue dbs targeting the globus pallidus interna (gpi). Although motor symptoms improved with stn stimulation, all patients continued to experience troublesome dyskinesia despite reasonable lead placement. 3 patients continued to have residual tremors and subsequently underwent rescue dbs targeting the ventrointermediate (vim) thalamus. After initial stn dbs, all 3 patients experienced a moderate degree of tremor improvement, but required high settings and continued to experience tremor breakthrough, with one also experiencing stimulation-induced dyskinesias. 2. Despite improved dyskinesias after the addition of a gpi rescue lead and optimization of programming, one patient subsequently underwent levodopa infusion therapy for continuous motor fluctuations mostly involving freezing of gait, with the gait continuing to be a management challenge even after the infusion. 3. One patient routinely turned off his left stn dbs at peak medication effect to reduce further synergistic dyskinesias. 4. Two patients, despite an overall reduction in often severe dyskinesias, continued to have occasional dyskinesia flares related to periodic increased levodopa intake secondary to dose failures. 5. Three patient's experienced worsening updrs after rescue dbs. One patient's updrs went from 13 after initial dbs to 26 after rescue dbs. One patient's updrs went from 22 after initial dbs to 28 after rescue dbs. One patient's updrs went from 7 after initial dbs to 26 after rescue dbs. 6. After placement of a rescue vim lead targeting the more affected extremity and optimization of programming, 2 patients reported considerable improvement although one had some residual, positional tremors that interfered with some fine motor tasks. No further information was provided pertaining to medtronic products.